Event description:
The customer reported that the ventilator was alarming during use due to a high blower temperature. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. During testing of the device there was a vent inop occurrence with alarm due to a blower temperature too high. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the blower to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Blower.